Event description:
It was reported that the patient claims while treating with the bhs device for her right foot for the 2 and 3 metatarsals that the 4th and 5th metatarsal has begun to auto fuse while causing her a "stiff" feeling. The patient claimed the pain is under the surface of the skin and does not subside when treatment is over. The patient reported she has had physical therapy since her surgery on (B)(6) 2021. The patient states while using the flex 1 coil for almost 2 months, the patient complained to her doctor that her foot was stiff, and she had a pain level of 8 out of ten. The patient stated that her doctor further investigated with an x-ray that while treating her 2 and 3 metatarsals arthritis in her 4 and 5 metatarsals has started to fuse. The patient complained of having to wear her bone stimulator for 10 hours. The patient reported that the doctor advised that she treat with the stimulator with a smaller coil to focus more closely on the 2 and 3 metatarsals and treat only 2 hours per day. It was reported by the patient that she was prescribed water therapy for the pain she experienced while using her unit. The patient wishes to return the 2 larger coils she no longer uses in the package provided. A mini coilette was shipped to the patient.

Manufacturer narrative:
Zimvie complaint : (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: 10/13/2021. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4, UDI, d9, g1: contact office and manufacturer site, g6: report type, h6: device code. Additional information - g3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient claims while treating with the bhs device for her right foot for the 2 and 3 metatarsals that the 4th and 5th metatarsal has begun to auto fuse while causing her a "stiff" feeling. The patient claimed the pain is under the surface of the skin and does not subside when treatment is over. The patient reported she has had physical therapy since her surgery on (B)(6) 2021. The patient states while using the flex 1 coil for almost 2 months, the patient complained to her doctor that her foot was stiff, and she had a pain level of 8 out of ten. The patient stated that her doctor further investigated with an x-ray that while treating her 2 and 3 metatarsals arthritis in her 4 and 5 metatarsals has started to fuse. The patient complained of having to wear her bone stimulator for 10 hours. The patient reported that the doctor advised that she treat with the stimulator with a smaller coil to focus more closely on the 2 and 3 metatarsals and treat only 2 hours per day. It was reported by the patient that she was prescribed water therapy for the pain she experienced while using her unit. The patient wishes to return the 2 larger coils she no longer uses in the package provided. A mini coilette was shipped to the patient.